Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab (pal). The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) found in the device logs. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be: insufficient drain, false empty detect and use error; inappropriate bypass of the caution negative ultrafiltration alarm. A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through ((B)(4)).

Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc). Per the initial report, the home patient (hp) stated he felt like he was overfilled and had too much solution in him. The technical service representative (tsr) put the hp in a manual drain, drain volume 3923ml and fill volume 2000ml. The hp stated he had a low drain volume alarm in drain 1 and bypassed it. The hp then stated the initial drain alarm it set too high and he always has to bypass it in the initial drain so when the hp got the low drain volume alarm in drain 1 he thought it was ok to bypass. The tsr explained that the hp should call the peritoneal dialysis nurse (pdn) to have the initial drain alarm setting lowered and advised should never bypass an alarm without going through the troubleshooting to see if there is a problem with the setup or to see if empty. After the hp completed the manual drain, the tsr assisted the hp with ending therapy for the night so his body could rest even though the event appeared to be user related. The tsr would swap so the alarm history could be evaluated. The hp would call for programming and would let the pdn know and to discuss possibly lowering the initial drain alarm setting. The tsr advised to contact baxter for assistance if he gets an alarm. The hp would use manuals tomorrow night and until the hc is replaced. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.